Event description:
Dealer states the rear left arm socket broke. Dealer had no information how this happened. Dealer hung up received information from customer service representative. Protocol questions are not applicable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.